Event description:
The technician alleged that the head section is stuck in the down position. No patient impact.

Manufacturer narrative:
The technician replaced the head up valve to resolve the issue.